Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5061888. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Device not returned for evaluation.

Event description:
It was reported that while using a bd safetyglide insulin syringe with needle, an employee received a contaminated needle stick injury. The safety shield was activated but it was reported that the shield did not fully cover the needle. Because of this, the employee had to take antiviral medication.